Event description:
The hospital reported that while using acrobat-I positioner, in almost all cases, they have noticed that the device causes a epicardial hematoma while using 200 mmhg pressure. The surgeon experienced similar hematomas in a couple of surgeries and pressed it with gauze and there was no adverse consequences. However the surgeon is worried about using the positioner in very sick patients with a tender myocardium because of this incident.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standards sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).